Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stopped using the insulin pump for several months because, he claimed that the device was not working right. The caller did not know what the actual issue with the device. The customer passed away on (B)(6) 2015, at a hospital. On (B)(6) 2015 the caller noticed that the customer was on the floor. He was left there because he had insomnia and slept wherever he could. Eventually, the paramedics were called because the customer's lips turned purple and he had no pulse or heartbeat. Once admitted to the hospital, the customer's blood glucose was 1850 mg/dl and a ph level of 6.4. The caller confirmed that the customer was not wearing the insulin pump; the customer stopped using it a few months prior to passing. The customer was revived and connected to multiple machines, including a ventilator. The cause of death was brain damage due to cardiac arrest due to hypoxia caused by diabetes. The customer's insulin pump has been discarded by the parents.